Event description:
It was reported that patient underwent a revision surgery to replace the articular insert of total knee system. During check up the doctor noticed the insert screw of the hinge insert wasn't in its original place. Because of pain, laxity and uncomforted feeling the doctor decided to revise the insert of the legion hinge.